Manufacturer narrative:
Patient presented with pain and discomfort in the joint. Surgeon identified that the knee was infected and developed sepsis. Surgery occurred to wash out the joint. All implanted components were left in place. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient presented with pain and discomfort in the joint. Surgeon identified that the knee was infected and developed sepsis. Surgery occurred to wash out the joint. All implanted components were left in place.